Event description:
It was reported to philips that the system could not emit x-ray. The device was clinical in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency treatment procedure was completed after the patient was moved to another room. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the system and found that the r1 led on the flat detector controller (fdc) was lit. The fse performed the fdc built in self-test, which failed. The fse solved the issue by replacing the fdc and loading the fdc software. After part replacement and software loading, the system was returned to use in good working order. The codes were updated based on the investigation outcome.